Event description:
The doctor indicated that the abutment screw fractured and is stuck inside the implant.

Manufacturer narrative:
Complaint investigator¿s visual inspection of returned components osseotite® implant 5 x 13mm (oss513) and titanium hexed unscrew (uniht) has confirmed the implant and external hex of the implant appeared grossly damaged. Residue and the fractured retaining screw remained stuck inside of the implant. A complete dimensional analysis cannot be performed due to the damage of the as returned product. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. A review of the implant's complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. No definitive root cause has been determined for this event.